Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Pump indicated a data log corruption; customer's reported issue could not be confirmed. H6 code 3196 added. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.